Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by (B)(6) from daybreak that on (B)(6) 2026 a patient reported that the lower device caused pain around the buccal exostosis and lingual tori, also during evaluation a crown became dislodged. Patient began use of the device on (B)(6) 2026 and presented with the issue on (B)(6) 2026. There was no permanent injury reported.